Manufacturer narrative:
Additional information: it is estimated 2.5 to 3.0 cc of adhesive was used for total leg treatment. Patient had further ultrasound carried out approximately 15 weeks post index procedure. Thrombosis of the proximal thigh through mid-calf portions of the right superficial femoral vein observed. This was not present on prior exam. Thrombosis suspected to be due to an interval ablation procedure. No thrombosis is seen involving the deep venous system of the right lower extremity. There is one second of reflux in the proximal thigh portion of the right greater saphenous vein and 0.5 seconds of reflux in the distal calf portion. There is one second of reflux at the right saphenofemoral junction. There also is reflux within the right superficial saphenous vein. A tributary vein of the proximal calf portion of the right superficial femoral vein appears to feed the patient's distal right leg ulcer. Patient continues to be seen weekly in wound center. Patient is getting subcutaneous debridement weekly and compression dressing. Making slow but steady progress of improvement. The patient currently still has an open ulcer with subcutaneous exposure approximately 3 x 2x0.2cmin size at the most distal aspect of the treated gsv. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: after finding a new ulcer in the medial calf, an ultrasound was performed and showed that a refluxing tributary vein was fed by an incompetent ssv. 15 weeks post gsv treatement with venaseal, the ssv was also treated. A follow up consultation was carried out 24 days after ssv treatment . The patient is doing well and had a complete healing of ulcer. Both gsv and ssv were closed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Image review: three photographic images of the were received for evaluation. Two of the images are of the patient¿s right leg showing the ulceration. The third image is a diagram with notes from the procedure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician used a venaseal closure system to treat the right great saphenous vein (gsv) from the ankle to the groin on (B)(6) 2019. The procedure was completed on the day without any issue and the IFU was followed during preparation, procedure and post procedure. On (B)(6) 2019 an ultrasound and office follow up was conducted and showed no patient issues. On the (B)(6) 2019, patient had a follow up visit in wound care and a new ulcer was found in the medial aspect of the treated leg. Ulcer is located along the track of varicose vein connected to gsv at the right distal leg. On the (B)(6) 2019 the ulcer was debrided and prescribed 10-day course of keflex and patient in compression. On the (B)(6) 2019 patient still has ulcers along the track of varicose vein.